Event description:
The customer reported to stryker rep that following the patient falling in their kitchen, they had to have a revision surgery to reduce luxation. The surgeon tried to reduce the luxation without operating. The insert pe adm/mdm came off the head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving an adm liner, an adm shell ((B)(4)) and a ceramic head ((B)(4)) was reported. The event was confirmed. There are scratches and gouge marks around the rim of the insert and on both articulating surfaces, most likely due to explantation. The device was within specification except for some features which were out of specification due to damage, as detailed in the visual inspection. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. However, it is reported that the patient suffered a fall prior to the reported dissociation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined, however it is noted that the patient reportedly suffered a fall prior to disassociation. Further information such as operative reports, patient history & follow-up notes are needed to investigate this event further

Event description:
The customer reported to stryker rep that following the patient falling in their kitchen, they had to have a revision surgery to reduce luxation. The surgeon tried to reduce the luxation without operating. The insert pe adm/mdm came off the head.